Event description:
The customer reported to olympus medical, that the gastrointestinal videoscope was being inspected and the flow was weak at the air/water nozzle. Upon inspection, the customer found foreign material in the air/water nozzle. The customer confirmed that no patient was involved. The patient's scheduled diagnostic procedure was completed using a similar device with no patient injury.

Manufacturer narrative:
The device has not been returned for evaluation at this time. If the device is returned, a supplemental report will be sent with evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with foreign matter. The foreign material was unable to be identified. It was unclear whether the reprocessing was performed according to the instructions for use. There is no inspection result because the device has not been sent to olympus. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection and the prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.